Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 4 of the bd maxplus pressure rated extension set with removable needleless connector leaked. The following information was provided by the initial reporter: the issue is that it is not aligned properly therefore causing blood to leak.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-nov-2022 . H6: investigation summary 22 unused and 2 used samples of material # mp5303-c were returned for quality investigation by the customer. It was reported by the customer that the set is not aligned properly therefore causing blood to leak was not observed in all returned samples. Prior to functional testing the samples were visually examined for defects and abnormalities. No defects or abnormalities were observed. The samples were then attempted to be flushed with blue dart solution using a 10ml bd syringe to confirm the leakage. The failure of leakage unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2000e lot number 22016380 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported by the customer that 4 of the bd maxplus pressure rated extension set with removable needleless connector leaked. The following information was provided by the initial reporter: the issue is that it is not aligned properly therefore causing blood to leak.